Event description:
It was reported by the customer dr. Was performing a breast biopsy. It was reported by the customer that the cutter mechanism would not cut when the cutter was moved forward. The customer verified the green light on the driver was on, checked the vacuum unit connections and even changed probes. The dr decided to abort the case. The pt will be rescheduled for additional sampling.